Event description:
Medtronic received information of a phrenic nerve palsy that occurred during a cryoablation procedure. The phrenic nerve palsy occurred 150 seconds into the ablation of the ripv at a temperature of -40c. Patient was discharged the next day without improvement clinically but experiencing no symptoms.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed at least 10 injections were performed with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.